Event description:
The complainant stated when he presses the knee up switch, the knee section will rise but when he lets off of the switch, the knee section will continue to rise a few inches.

Manufacturer narrative:
The account has not completed repairs. A follow up report will be sent once the customer discloses their investigation.